Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500bc was received for evaluation. Visual inspection noted that the inner tube was broken at the proximal end close to the hub. Scratch lines were observed inside the inner tube. Functional testing was not performed due to the damage to the device. User error is the most likely cause(s) of reported failure, as mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/12/2023, it was reported by a sales representative via email that the base of (2) ar-8500bc bone cutter snapped in half. This was discovered during a sub acromial decompression procedure. No further information was provided. Additional information requested.